Event description:
It was reported that a helical blade was discovered to have cut out, the blade and nail migrated. The trochanteric fixation nail and the helical blade were removed and a hemi (hemiarthroplasty) was implanted. It was reported no delays in surgery occurred and the procedure was successfully completed. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device named: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.